Event description:
The user facility (an animal hospital) reported that the catheter tubing was "cut by the technician" while removing the bandage from a cat. Follow-up communication confirmed that the detached material was located with an x-ray and appeared to be "slowly migrating down-stream"; due to the animal's age and medical condition, the animal is not a prime candidate for surgery to remove the catheter material; and therefore, the detached material was left un-retrieved.

Manufacturer narrative:
(B) (4). Report was not associated with a human patient. Results - is based on user facility information; is based on reserve sample evaluation. Conclusions - is based on user facility information; is based on reserve sample evaluation. Based on the user facility event description, the catheter was most likely cut in half by scissors during the bandage / catheter removal process (the user reported that the detachment point was very smooth). Retention samples were examined and tested for catheter tubing retention force. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, user facility information is consistent with the catheter having been damaged by a sharp object during the bandage / catheter removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up.